Event description:
The patient was implanted with the bacfix spinal system in 2000. Approximately two months post-op x-rays showed that one of the rods had become separated from the screw. The surgeon decided to re-operate on the patient 12 weeks later and installed a new rod without incident.